Manufacturer narrative:
Additional information added to event description. If information is provided in the future, a supplemental report will be issued.

Event description:
The software engineers reviewed the logs and the issue was confirmed. They could not log into the software until the system was rebooted, then they could not query electronic picture archiving and communication systems (pacs).

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the manufacturing representative (rep) was having issues logging into the sites navigation system and entering the application. While on the main medtronic blue menu they were able to login and select the application but when they went to select the procedure the system went directly back to the main login screen. It was noted that the issue had occurred 8 times in a row. It was recommended to perform a system reboot and uninstall then reinstall software since they were unable to get into the admin settings. It was noted that the newest software version 1.2 was being used at the site. There was no patient involvement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional no parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the manufacturing representative (rep) was having issues logging into the sites navigation system and entering the application. While on the main medtronic blue menu, they were able to login and select the application but when they went to select the procedure the system went directly back to the main login screen. It was noted that the issue had occurred 8 times in a row. It was recommended to perform a system reboot and uninstall then reinstall software since they were unable to get into the admin settings. It was noted that the newest software version 1.2 was being used at the site. There was no patient involvement.